Manufacturer narrative:
The doctor reported removal of rs esthetic angled abutments rs4115, rs4117, rs4119 and other 2 non-identified dental abutments, together with dental implants isps1038 and isps1050 and other 4 non-identified dental implants, that trigered tissue inflammation in patients after restoration. No additional patients complications were reported. The parts were returned to the manufacturer for evaluation. No defects were identified neither in adin's implants, nor in adin's dental abutments. The manufacturer's trend analysis shows that implantation failure is a low rate adverse event, which is common for endosseous dental implants in clinical use.

Event description:
Abutments removal due to failure of osseointegration of the dental implants.